Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported they had a sudden loss of therapy and a return of lower back pain starting three weeks prior. The patient went to the ER on (B)(6) because of the pain. A CT scan was performed which showed the device was in the correct location and intact. Reprogramming was tried but it didn't resolve the issue. Relevant medical history includes chronic low back pain and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.